Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer administered a correction bolus to address the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.